Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event and implant date: dates estimated. Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned for evaluation. A longitudinal rupture on the middle of the balloon, was not reported, but was noted. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was a fault with a 2.50x15mm trek rx balloon dilatation catheter (bdc). There was no adverse patient effect. No additional information was provided. Returned device analysis determined there was a longitudinal rupture on the middle of the balloon.